Manufacturer narrative:
One cadd administration set was returned for analysis. The sample received was visually inspected and no abnormality were detected. Functional testing included leak testing. During leak testing, no leaks were detected. The customer stated issue could not be duplicated and was not confirmed.

Event description:
Information was received indicating that a smiths cadd® cassette broke and leaked chemotherapy. There was no reported injury to the patient.